Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the tlc75 device fired with the cartridge that was loaded, however it would not fire the tcr75 reload cartridge. Another device was used to complete the case. There was no consequence to the pt. The devices were discarded.